Manufacturer narrative:
The investigation remains ongoing at this time. Additional information will be submitted in a follow up report within 30 days of receipt.

Event description:
As reported on (B)(6) 2026, the patient underwent right heart catheterization and recalibration due to the site suspected inaccuracy in sensor readings, after which edwards ihfm provided a levels of agreement determination on (B)(6) 2026 as part of post procedural evaluation. During this assessment, no post calibration flags were identified, and a pressure adjustment of negative 10.0 mmhg was applied; the predicted offset was 20.6 mmhg with a drift delta of negative 9.4, while the actual offset after recalibration measured 40 mmhg, reflecting a change opposite the prediction that was considered reasonable given the highly variable drift delta caused by fluctuations in the patients vitals as noted in the trend quality report. Edwards ihfm reviewed the cauterization lab report and confirmed that the systolic peak points were consistent with the reported reference systolic peak points, with no issues identified in the calibration process. The evaluation concluded that the results were within fluid filled levels of agreement, indicating acceptable device performance.